Event description:
It was reported that the external pulse generator was "intermittently cutting out" though it was not able to be duplicated in testing. It was also requested that the instrument have its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary - (B)(4): the generator was returned and analysis could not confirm the customer comment that it was "intermittently cutting out." Analysis did find the upper and lower cases broken and contaminated, the battery release, ring cover, two side bail covers, the lead flex cover, the battery drawer and the battery drawer o-ring contaminated, the battery contacts compressed, the ring bent and cosmetic damage on the keyboard. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was "intermittently cutting out" though it was not able to be duplicated in testing. It was also requested that the instrument have its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.